Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient saw the power light on the carelink monitor (clm) was amber colored on two occasions rather than green. The clm remains in use. No patient complications have been reported as a result of this event.